Manufacturer narrative:
Visual inspection was performed on the returned device. The reported material separation was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot of specific issue. Based on the information provided and the observations from the returned analysis, a definitive cause for the reported issue could not be determined. Factors that may contribute to a material separation include, but are not limited to, tensile strength, corrosion, excessive force applied to device, interaction with accessory devices, and/or interaction with challenging anatomy which likely led to the damages observed to the guide wire. Based on the results of the complaint investigation, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
Subsequent to the initially filed report it was reported the separated piece was removed when the wire was removed. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
Medsun report # (B)(4) received which states: describe the event or problem: interventional wire broke when ivus catheter was removed. What was the original intended procedure? Percutaneous coronary angioplasty. What problem did the user have: device failed (e.g. Broke, couldn't get it to work or stopped working). Therapies being used on the patient at the time of the event that may have caused or contributed to the event: not known. Subsequent to receiving the medsun report, the following information was provided: the core of the wire separated. There were no adverse patient effects. No additional information was provided.